Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: during investigation, the pump powered on with vibratory and audible tone features functioning properly. The pump was opened and no evidence of the moisture was observed inside the pump. The complaint of intermittent vibration was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (intermittent vibration) issue. The reporter stated that there are no warnings or alarms from the pump that would account for the intermittent vibration. The reporter denied any damage or moisture to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.